Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m stopper pops off during use. The following information was provided by the initial reporter: when using our citratetube, the stopper pops off after the customer removes the tube from the holder of the wingset, she gets blood on her hands (gloves were used).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m stopper pops off during use. The following information was provided by the initial reporter: when using our citratetube, the stopper pops off after the customer removes the tube from the holder of the wingset, she gets blood on her hands (gloves were used).